Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred; the cause of the post-operative complication is unknown, therefore, the complaint will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. A supplemental MDR will be submitted if additional information is received.

Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, the patient became unresponsive. Magnetic resonance imaging (MRI) was performed after the procedure and the results revealed an embolic stroke with multiple new white lesions throughout the left hemisphere. The patient is recovering but his speech is still affected.